Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 14 mmol/l. Corrosion was noted on the battery cap and a new battery cap was sent. It was advised that the customer revert to a back up plan per a health care professional's instruction until the battery cap arrived. The insulin pump was not returned or replaced.